Event description:
It was reported that a superficial knee infection was present for (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation and analysis.